Manufacturer narrative:
Continuation of d10: product ID a710 lot# serial# unknown implanted: explanted: product type software this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative (rep) that reading from the stimulator with the doctor's programmer device was not possible. Three different physician programmers were not able to read the implant. The patient also wanted to extend their recharge interval as it was necessary 1 time per day, however reprogramming was not possible at that time. It was reported a message was seen in the clinician application: "unsupported feature, not able to interrogate.¿ they noted when the clinician tablet was version 2.0.97, there were no problems connecting to the implant, but trying to use a tablet with 2.0.136 showed this 'unsupported function, please download the latest version for your region' error. The same result of no communication was seen with all three clinician programmers with version 2.0.136. Later when troubleshooting between technical services and the rep, the rep noted that in the last working programming session a "foreign lead" with model number 97715 was programmed. Additional information received found that the session report indicated the ins was configured with a non-medtronic lead; however, the newer software version used on the tablets that were unable to interrogate the ins did not allow this configuration. Further ins interrogative actions were being planned as of (B)(6) 2023. Additional information received from the rep reported that the patient received effective therapy but the low recharging interval was a burden. The patient was not satisfied because of the high energy programming and the short recharge interval as a result of that ¿ the recharge interval was one day. The patient needed a programming session in order to find a stimulation setting with lower energy consumption. Additional information received reported the ins was updated on (B)(6) 2024 in the clinic. The ¿non-medtronic lead¿ programming was replaced by a medtronic lead. This was completed by using a clinician tablet with a special configuration. Afterwards the ins was programmed with a ¿regular¿ tablet to confirm proper ins configuration. The patient was then able to be programmed with all regular clinician tablets again.